Manufacturer narrative:
(B)(4) .

Event description:
It was reported when the patient presented to the hospital for an unrelated reason, decreased pacing lead impedance, varied sensing amplitude, and high capture threshold were observed. Fluoroscopy revealed lead dislodgement. A recent check-up found normal electrical measurements. The patient condition is fine.